Manufacturer narrative:
Initial reporter phone #: (B)(6). Results: twelve customer samples were manually and visually evaluated for male/female luer separation. There were no defects identified. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 6337777. Conclusion: based on the investigation results, no root cause from the manufacturing process was identified as a contributor to the reported failure.

Event description:
It was reported that bd vacutainer® safety-lok¿ blood collection set had the luer removed from the wingset in the blister. Also when the safety device was activated the holder was released with the luer. No injury or medical intervention reported.